Event description:
User received a power 115 vac missing instrument alarm, and found the f3 fuse had blown. User replaced the blown f3 fuse and reported the fuse had blown again and received an instrument alarm after the analyzer rebooted and started initialization. User said they smelled something "electrical". User replaced the f3 fuse a second time and reported the fuse blew again and upon inspection user stated "it broke in half and melted to the fuse holder". No one was sickened or harmed by the "electrical smell" or was injured. The field service representative found the fuse holder was damaged. He replaced fuse holder, fuse cap and fuse. In addition he replaced power box fan. The system was initialized and calibration and controls were run which were acceptable.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.